Event description:
Two each sigma 8000 infusion pumps were sent to biomedical engineering with signs of burning on pump tube release levers on lower left of pumps.

Event description:
Two each sigma 8000 infusion pumps were sent to biomedical engineering with signs of burning on pump tube release levers on lower left of pumps.